Event description:
Hypersensitivity injection sites treated with intralesional kenalog. Same syringe was used to skintest pt, then reused to treat pt. Onset of symptoms occurred approximately 8 weeks after treatment.